Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The harmonic ace instrument was found to have a broken blade. The blade broke at roughly 0.207¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument's tip broke as the nurse was using gauze to clean the tip. There was no report of fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.